Event description:
A complaint was received from an attorney representing a client who used a glucometer ii with memory. He indicates that his client sustained medical, lost wages, and health problems because the glucometer ii with memory was in error by 75mg/dl. No other information was received regarding the operation of the system or the medical condition of the complainant. A request was made to return the system for evaluation.